Event description:
A report was received that the patient was explanted. The patient had post laminectomy syndrome of lumbar region, headache, thoracic or lumbosacral neuritis or radiculitis. It is unknown if the patient's symptoms were device related. A good faith effort was made to follow up with the patient but was unsuccessful.

Manufacturer narrative:
Additional information was received that the patient was explanted due to inadequate pain relief. The patient is reportedly well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-50e, serial: (B)(4), description: trial linear st lead, 50cm. Explanted devices will not be returned to bsn as it was discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was explanted. The patient had post laminectomy syndrome of lumbar region, headache, thoracic or lumbosacral neuritis or radiculitis. It is unknown if the patient's symptoms were device related. A good faith effort was made to follow up with the patient but was unsuccessful.